Manufacturer narrative:
The complaint is not confirmed. The unit passed all flow rate and pressure tests. No problem found.

Event description:
On 09/15/2021, it was reported by a sales representative via sems that an ar-6480 pump over pressured many times during a case. No additional information provided. Additional information requested. Additional information provided 09/23/2021: the procedure being performed was a shoulder arthroscopy with rotator cuff repair. The overpressure did not effect the patient, as after the second observation of overpressure the sales rep swapped out the pump from another room. After the pump was swapped, new tubing was added and the case proceeded as normal with no effects to the patient.